Manufacturer narrative:
The insulin pump passed the basic occlusion test and displacement test. There were no motor error alarms on the device. However, the device was unable to prime during the priming test due to faulty force sensor resistor. The motor was tested outside of the device and passed. The insulin pump was received with cracked case at the display window corners, cracked battery tube threads and minor scratches on the display window.

Event description:
Customer reported via phone call motor error alarm and prime anomaly on the insulin pump. Customer's blood glucose level was 400 mg/dl. Troubleshooting for motor error was performed. Customer advised the insulin pump passed the displacement verification test. Customer advised there were 5 motor error alarms in the last 30 days. Customer was advised to discontinue use of the device and revert to a backup plan. Customer was advised that the device would be replaced and agreed to return the product for analysis.